Event description:
It was reported by service report that the fowler on the s3 was drifting down from 15 degrees. Customer could not determine if there was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result: fowler brake kit.